Event description:
It was reported that the patient's stimulation system was explanted due to the patient being "electrocuted" by the device. The patient fell down the stairs twice following an unexpected "shocking" sensation. No further details, patient symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4)